Manufacturer narrative:
Date of event: exact date unknown, event occurred a month ago.

Event description:
It was reported that the patients ipg was unable to charge. The patient underwent an ipg replacement procedure and was doing well post operatively. The explanted ipg was discarded.